Manufacturer narrative:
Correction.

Manufacturer narrative:
Correction.

Event description:
New information received notes the lead had a loss of capture.

Manufacturer narrative:
Additional information: adverse event or product problem, date rec¿d by MFR, problem or evaluation codes.

Event description:
New information received notes the patient experienced shortness of breath and fatigue before presenting in the clinic.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-31842. It was reported the patient reported in the clinic. Upon observation, it was observed the patient's left ventricular (lv) lead was dislodged. The lead was explanted and replaced. The newly implanted lead also dislodged, and was explanted and replaced. The patient was in stable condition.